Event description:
It was reported that insulin pump displayed malfunction alarm malf 24. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer had not yet taken any corrective actions at the time of the report, planned to use multiple daily injections as backup therapy after contacting healthcare provider, and technical support arranged shipment of replacement pump.